Event description:
Boston scientific received information that this patient is in chronic atrial fibrillation and heart block. Since implant, there have been corresponding episodes of noise on both the right atrial and right ventricular leads. The noise was over sensed and there have been episodes of asystole greater than two seconds. Attempts to identify a source of electromagnetic interference exposure have been unsuccessful. The device was reprogrammed to only pace in the ventricle and not sense in the atrium or ventricle. The clinic planned to perform an x-ray. No further information is available at this time. No adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.